Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that while in use of a smiths medical cadd legacy plus pump, a no disposable clamp tubing alarm was noted. It was also reported that the pump was silenced, reviewed and powered off, closed clamp, gently tapped cassette and massaged line to disperse air bubbled in the line. The cassette was replaced and powered on, but the alarm returned. No patient consequences were reported. No adverse effects were reported.